Manufacturer narrative:
Device was not returned for evaluation. Based on the information currently available, technical review, and laboratory inspection, although no adverse event was reported, there is the possibility of: skin irritation/ hypersensitivity, electric shock, thermal injury from hot or cold coolant, bruising from slip hazard, and fracture. It can be concluded that the leakage of coolant from the failure identified pose low risks of discussed harms and moderate risk of fracture. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a leak with the coolsculpting control unit. There was no patient or provider safety impact.

Event description:
Allergan aesthetics received a report of a leak with the coolsculpting control unit. There was no patient or provider safety impact.

Manufacturer narrative:
Additional information: h10. H11 - corrected data: d1, h6. Device was returned and an investigation was completed on 05/mar/2024, the results of the investigation indicates that upon return of the lower module, the leak could not be duplicated and the source of the leak could not be confirmed. The external visual inspection showed that the coolant was sticky and dusty inside and outside of the unit.

Event description:
Allergan aesthetics received a report of a leak with the coolsculpting control unit. There was no patient or provider safety impact.

Manufacturer narrative:
Corrected data: d9, h3.